Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Additionally, the device no longer meets the specifications for continuity. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a hiato hernia procedure, the hand piece stopped working. There was no patient consequence.